Event description:
It was reported that the 9800 system had poor image quality with unclear images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator and the dose rate were adjusted during the service call. The system was tested and found to be working as intended and put back into service.